Manufacturer narrative:
The returned pulse generator was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Patient code 3191 captures the reportable event stating that the patient was sent to surgery. The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this implantable pulse generator was explanted due to a reduced longevity. A lead was also capped at the same procedure due to a fracture. A new device and a new lead were implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this implantable pulse generator was explanted due to a reduced longevity. A lead was also capped at the same procedure due to a fracture. A new device and a new lead were implanted at the same procedure. No additional adverse patient effects were reported.